Event description:
The device was used during a thoracoscopic bullectomy. Reportedly, after reloading the device for the third time, the approximating lever broke. Another device was used to finish the procedure. No pt injury was reported.